Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture (loc). The patient is pacing dependent and was admitted to the hospital due to syncope. The thresholds were also noted to have increased. An x-ray was performed, and the lead integrity was confirmed as well as no dislodgement. Subsequently, a new rv lead was implanted, as well as a new pacemaker due to the physician's discretion. No additional adverse patient effects were reported.